Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was deployed three times due to positioning difficulties. During the third deployment, the end of the catheter just above the valve was reported to have split. The dcs and valve were removed from the patient. It was reported the patient had a tortuous anatomy. A new system was used for implant. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the deployment was attempted three times due to positioning difficulties. Recapturing is a feature of the enveopro device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including the patient anatomy or physician technique. In this case, it was noted that the patient had a tortuous anatomy. This indicates that the probable cause of the positioning difficulties was patient anatomy, but this cannot be confirmed with the limited information available. Positioning difficulties do not typically indicate a device manufacturing issue. Delamination may occur over the spindle/paddle interface if a valve has been misloaded; however, it may also occur due to tracking/positioning in the patient anatomy. Fluoro load check images were not received and therefore load quality could not be independently assessed. However, it was reported that the patient had a tortuous anatomy. One nitinol crown was observed protruding through the polymer material at the distal end of the capsule. A number of factors may cause or contribute to nitinol crown protrusion, including an unanticipated interaction between the capsule flare and a hard surface during loading or insertion (interaction with loading system or introducer sheath). Capsule separation occurs due to excessive compressive forces applied to the capsule. The cause of the excessive compression forces in the system cannot be determined based on the information available. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. No procedural images or fluoroscopic load check images were submitted for review. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, however the root cause cannot be conclusively determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with the valve loaded in the capsule. The handle was intact. The deployment knob was able to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame near the separation site. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was jagged and uneven. One nitinol crown was observed protruding through the polymer material at the distal end of the capsule. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.